Event description:
A patient was implanted on (B)(6) 2011 with the nail for a femoral fracture. Patient went to non union and the nail was removed on (B)(6) 2012. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.